Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with right ventricular (rv) lead exhibited high pacing threshold. The patient underwent surgical intervention wherein this rv lead was repositioned. Additional information was obtained from the field representative indicating that the cause of high threshold was presumed lead micro dislodgement as determined by the physician possibly due to morbid obesity of the patient with mobility issues. This rv lead remains in service. No additional adverse patient effects were reported.